Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the balloon would not inflate to the maximum pressure and the balloon burst at 4.5 atm. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre fixed wire dilatation balloon device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h10: investigation results: the returned cre fixed wire dilatation balloon was analyzed, and a visual examination found that the balloon was torn longitudinally and the catheter was detached. Microscopic examination was performed and found that the balloon was torn longitudinally and the catheter had evidence of a mechanical cut in the wire. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The longitudinal tear problem found could have been interpreted by the customer as the reported event of balloon burst. The balloon was found to be torn longitudinally, likely due to factors encountered during the procedure, such as excess pressure, interaction with other devices, or anatomical affairs. These factors and interactions could influence the damage found to the balloon. It is possible that interaction with any surface during the procedure could create friction on the balloon, causing the balloon to tear longitudinally. Additionally, the catheter was detached and had evidence of a mechanical cut in the wire. The damage to the catheter likely occurred due to factors encountered during the procedure, such as using excess pressure when withdrawing the device from the scope and the manner in which the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the physical damage. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the balloon would not inflate to the maximum pressure and the balloon burst at 4.5 atm. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre fixed wire dilatation balloon device. There were no patient complications reported as a result of this event.